Event description:
It was reported that during the procedure to address lead migration on (B)(6) 2021, the physician was unable to explant the lead and instead cut the distal part of the lead and left the rest in the patient. A new lead was placed into the s1 position. The patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.